Manufacturer narrative:
Concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2014; 511212 lead, implanted (B)(6) 2011.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. The atrial lead also had high impedance. Due to the patient being in persistent atrial fibrillation the lead was turned off at the time of the device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.